Manufacturer narrative:
Patient identifier: 0308-emi-003. Age at time of event: the patient was 78 years old at the time of study enrollment. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6).

Event description:
Eminent study: it was reported that in-stent occlusion occurred 1560 days post index procedure. On (B)(6) 2017, the patient was enrolled in the eminent study and the index procedure was performed on the same day. The target lesion was located in left distal superficial femoral artery (sfa) with 80 percent stenosis. The target lesion was 55 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm. The lesion was classified as tasc ii a. The target lesion was pre-dilatated followed by placement of a 6 mm x 80 mm innova stent. Following post-dilation, final stenosis was measured as 0 percent. The patient was discharged the following day on aspirin and clopidogrel. On (B)(6) 2022, 1560 days post index procedure, the patient presented with an unknown symptom and was diagnosed with stent occlusion pavk ii b fontain. On (B)(6) 2022, the patient was hospitalized for further evaluation and treatment. The patient was recommended to undergo intervention as treatment for this event. No further details were available regarding intervention or treatment type. The same day, the event was considered resolved. The patient was discharged the following day.

Event description:
Eminent study. It was reported that in-stent occlusion occurred 1560 days post index procedure. On (B)(6) 2017 the patient was enrolled in the eminent study and the index procedure was performed on the same day. The target lesion was located in left distal superficial femoral artery (sfa) with 80 percent stenosis. The target lesion was 55 mm long with a proximal reference vessel diameter of 5 mm and distal reference vessel diameter of 5 mm. The lesion was classified as tasc ii a. The target lesion was pre-dilatated followed by placement of a 6 mm x 80 mm innova stent. Following post-dilation, final stenosis was measured as 0 percent. The patient was discharged the following day on aspirin and clopidogrel. On (B)(6) 2022 1560 days post index procedure, the patient presented with an unknown symptom and was diagnosed with stent occlusion pavk ii b fontain. On (B)(6) 2022 the patient was hospitalized for further evaluation and treatment. The patient was recommended to undergo intervention as treatment for this event. No further details were available regarding intervention or treatment type. The same day, the event was considered resolved. The patient was discharged the following day. On (B)(6) 2023 the originally reported event term of stent occlusion pavk ii b fontain was updated to target vessel occlusion mid sfa segment (pre-stent). It was additionally reported that the event was assessed as not related to the study device, meaning the event no longer met complaint or FDA report criteria.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: the patient was 78 years old at the time of study enrollment. (B)(6).